Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant negative results for 3 patients' samples tested with elecsys anti-hcv ii assay on a cobas e 801 analytical unit. Patient 1: initial result: 0.0501 col (interpreted as negative). 1st repeat result: 3.24 col (tested on alinity and interpreted as positive). 2nd repeat result: 1.02 col (tested on atellica and interpreted as positive). Riba blot (recombinant immunoblot assay) test result was indeterminate. Patient 2: initial result: 0.0456 col (interpreted as negative). 1st repeat result: 4.65 col (tested on alinity and interpreted as positive). 2nd repeat result: 0.63 col (tested on atellica and interpreted as negative). Riba blot (recombinant immunoblot assay) test result was negative. Patient 3: initial result: 0.0643 col (interpreted as negative). 1st repeat result: 3.85 col (tested on alinity and interpreted as positive). 2nd repeat result: 0.92 col (tested on atellica and interpreted as equivocal). Riba blot (recombinant immunoblot assay) test result was indeterminate. No questionable results were reported to the patients. The 1st repeat results were considered to be correct.

Manufacturer narrative:
No alarm trace from 03-dec-2025 provided. The samples for patient 1 and patient 3: a single false negative elecsys result might occur. Based on the indeterminate immunoblot results, neither the negative elecsys result nor the positive alinity result was confirmed to be true or false. A final assessment was not possible. The sample for patient 2: the negative immunoblot result clearly confirmed the elecsys result and the false positive alinity result. A follow-up sample was highly recommended. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The reagent performs within specifications. The cause of the event could not be determined.